Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring fell apart while in use. All pieces were recovered and a replacement device was used to complete the procedure. The hospital did not report any patient effects. (B)(4). Hemopro c ring fell apart while in use. All pieces were recovered and the case was completed with a new kit.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring fell apart while in use. All pieces were recovered and a replacement device was used to complete the procedure. The hospital did not report any patient effects. *******************************************************************************************03/09/2016 02:28 pm (gmt-5:00) added by trackwise webservices (cpl) (tws):hemopro c ring fell apart while in use. All pieces were recovered and the case was completed with a new kit.